Event description:
It was reported that post dilation of the angioplasty procedure in the central vein to treat hemadostenosis, the balloon allegedly detaches from the sheath. It was further reported that the device was difficult to remove and a resistance was felt while removing from the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. From the photo it was able to observe the balloon in deflated condition and a bond joint break was noted to the proximal end of the balloon and catheter, exposing the inner guide wire lumen. No other evidence of detachment was noted. No evidence of difficult to remove of the balloon from the sheath. Therefore, based on the submitted photo, the reported detachment remains unconfirmed and difficult to remove was inconclusive. However, the identified bond joint break was able to confirm based on the photo review. Therefore the investigation remains inconclusive for the reported difficult to remove as no evidence was able to noted from the provided photo. The investigation was unconfirmed for the reported detachment as no detachment of balloon nor the catheter was able noted on the submitted photo. The investigation was confirmed for identified bond joint break as bond joint break was noted to the proximal end of the balloon and catheter, exposing the inner guide wire lumen was able to observe on the provided photo. A definitive root cause for the reported detachment and difficult to remove and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post dilation of the angioplasty procedure in the central vein to treat hemadostenosis, the balloon allegedly detaches from the sheath. It was further reported that the device was difficult to remove and a resistance was felt while removing from the sheath. The procedure was completed using another device. There was no reported patient injury.